Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient as implanted with trochanteric fixation nail-advanced (tfna) system on (B)(6) 2020. On (B)(6) 2020 the surgeon informed of cut-through. After confirmation of cut-through, the patient was weaned. On (B)(6) 2020, reoperation was performed to remove the tfna and fix the bone again by using another nail system. Per surgeon the reason of the cut-through is what there are poor repositioning, the placement position of the blade was toward the front and didn¿t allow the blade sliding. No further information is available. Concomitant devices reported: titanium locking screw (part# 04.005.522s, lot# unknown, quantity 1), titanium locking screw (part# 04.005.524s, lot# unknown, quantity 1), proximal femoral nailing system (tfna) end cap (part# 04.038.000s, lot# unknown, quantity 1), tfna nail (part# 04.037.923s, lot# unknown, quantity 1). This report is for one (1) tfna helical blade 85mm sterile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 04.038m285sp, lot: 21p7370, part manufacture date: october 24, 2019, manufacturing location: elmira, part expiration date: n/a, nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna helical blade 85mm was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. The lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the device history record for the raw material revealed no complaint related anomalies. The device history record shows this lot met all requirements at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection: one tfna helical blade and one tfna nail were returned for investigation. The blade has slight wear marks on the flat surface where the prong of the nail locking mechanism is engaged. Also, on the top and the bottom side of the shaft are stress marks visible. The anodized layer is worn away at the damages, which indicates that they were caused post-manufacturing, but afterwards it cannot be defined if this occurred during the insertion, in-situ, or extraction. Otherwise, the blade is in a good condition with no visible damages at the blade end. Functional test replication of the implanted condition could not be performed at customer quality (cq) and no x-rays were provided to confirm the issue. However, after the proper assembling of the locking mechanism in the also received tfna nail, the helical blade was able to pass through the nail's head element hole without any issue. No off-axis toggling was noted once the locking mechanism of the nail is advanced properly. Rotational and static locking of the blade could be achieved, in the rotational mode does the blade stop at the end points as required. Dimensional inspection not required per selected investigation flow as function check did not show any abnormalities. Document/specification review the tfna proximal femoral nailing system surgical technique was reviewed as part of this evaluation to verify the function of the locking mechanism. Both options, rotational and static, were reviewed as no information was provided which option was used. Rotational locking: the preassembled locking mechanism in the nail must be advanced to control the rotation of the blade or screw. Pass the 5 mm flexible screwdriver through the cannulated connecting screw and insertion handle until it is seated in the hexagonal recess of the locking mechanism. Turn clockwise to advance the locking mechanism. Advance the screwdriver down until it stops completely, then back the screwdriver off by turning counterclockwise 1/2 turn (180 degrees). The helical blade or screw is now locked in rotation but can still slide. Precaution: if the locking mechanism is not turned back 1/2 turn after initial tightening as described above, controlled collapse and compression of the fracture may not occur. Static locking: the helical blade or screw can be statically locked against sliding. Assemble the torque limiter to the t-handle and to the hexagonal screwdriver shaft. Pass the static locking screwdriver assembly through the connecting screw and insertion handle until it is seated in the hexagonal recess of the locking mechanism. Turn clockwise to further advance. Turn until the torque limiter releases. After one click, the optimal torque is reached and the helical blade or screw is statically locked. Note: the torque limiter ensures that the correct torque is achieved to engage the locking mechanism against sliding. Summary: the complaint condition of blade migration could not be confirmed as no x-rays were provided and the replication of the implanted condition could not be performed during cq investigation. The helical blade was able to pass through the returned nail's head element hole/aperture without any issue. No off-axis toggling was noted once the locking mechanism of the nail is advanced properly, the rotational and as well the static locking function work as required and the complained malfunction cannot be reproduced. Nevertheless is the complaint rated as confirmed for the blade as the wear marks at the flat surface, where the prong of the nail locking mechanism is engaged, could be an indication for a migration. Afterwards, the exact cause of the complained malfunction cannot be defined. Based on the comment of the surgeon that the reason of the cut-through is that there are poor repositioning, the placement position of the blade was toward the front and didn¿t allow the blade sliding it can only be assumed that an operation issue did contribute to this malfunction. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: titanium locking screw (part: 04.005.522s, lot: 2l52816, quantity 1), titanium locking screw (part: 04.005.524s, lot: 27p1280, quantity 1), tfna end cap (part: 04.038.000s, lot: 5l91318, quantity 1), tfna nail (part: 04.037.923s, lot: unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.